Manufacturer narrative:
The last calibration performed on 08-nov-2022 was not ok and there was a calibration error. Quality controls were outside of range low on 07-nov-2022. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined that the reagent probes were loose and the sample probe was missing a seal. The sample probe was changed and adjusted and the reagent probes were tightened. Precision studies were performed and recovered within range. Calibration and controls were run and the results were accepted.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tp2 total protein gen.2 on a cobas 6000 c (501) module. The sample initially resulted in a total protein value of 2.2 g/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2022, resulting in a value of 6.5 g/dl. The repeat value was deemed correct. The total protein reagent lot number was 641698. The reagent expiration date was requested, but not provided.